Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for reservoir leaking. The customer¿s blood glucose level was 500 m/dl at the time of the incident and treated with insulin pump then manual. Customer had many problems with insulin pump and reservoir. Customer reported that they are awake all night due high blood glucose and reservoir leaking. Customer was frustrated because of this issues. The reservoir will not be returned for analysis.